Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. It was also reported that there was noise being oversensed that did not lead in pacing inhibition in greater than two seconds of asystole. The patient was reported to be not pacer dependent. It was reported that the rv lead had fracture but was not confirmed upon fluoroscopy. The source of these observations was not determined. The system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.